Event description:
It was reported that the patient with this lead was scheduled for a system explant due to suspected infection, reportedly caused by device implant. Following the implant, they experienced chest pain and examination revealed pericardial fluid retention. Prior to the scheduled explant, they experienced ventricular tachycardia and poor oxygenation was noted. Echography revealed pericardial fluid retention and chest tube drainage was performed due to tamponade. The patient expired prior to explant. No additional information was provided.

Event description:
It was reported that the patient with this lead was scheduled for a system explant due to suspected infection, reportedly caused by device implant. Following the implant, they experienced chest pain and examination revealed pericardial fluid retention. Prior to the scheduled explant, they experienced ventricular tachycardia and poor oxygenation was noted. Echography revealed pericardial fluid retention and chest tube drainage was performed due to tamponade. The patient expired prior to system explant. No additional information was provided. Additional information was received indicating that the patient was septic prior to their passing.